Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized on (B)(6) 2015 and again two weeks after due to diabetic ketoacidosis. Customer's glucose level at the time of incident was unknown. Customer mentioned that the battery in the transmitter is dead, and she has been receiving lost sensors and weak signals. Customer was transferred to diabetic therapy associate in regards to replacing the transmitter.